Manufacturer narrative:
(B)(4). The valve was patent, passed siphon testing and met all established specifications for pressure-flow and preimplantation testing. The device did not meet the requirements for leak testing due to a tear in the top of the delta chamber. This precluded reflux testing. As reported by the surgeon, he likely damaged the valve during closing. The instructions for use that accompanies the device cautions that care should be taken in handling valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
The surgeon reported that he noticed a leak in the delta chamber during closing and replaced the valve immediately. There was no patient problem. He said he likely damaged the valve during closing.